Manufacturer narrative:
No product has been returned for investigation, nor were radiographs or images provided to confirm the alleged event. Root cause has not been determined at this time. Labeling review: preoperative warnings: "...care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments..." "...devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device and injury to the patient..." "...all implants should be used only with the appropriately designated instrument..." Implant was left in-situ.

Event description:
As per reporter, the physician accidentally injured his hand when he broke off a tab of reduction mas screw by hand during the surgical procedure. No injury reported.